Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b/power oral care refills] head broke, leaving a small piece of metal in mouth [device breakage]. Case narrative: consumer via web stated that toothbrush head broke and metal pin became loose during brushing. No injury was reported.